Event description:
It was reported that a patient underwent a sling procedure in 2009. During the procedure, the surgeon pulled the release wire, and it broke at the bifurcation and the mesh came out. The surgeon stated that he "does not attribute the reported issue to the device but rather due to the patient, stating that the patient had poor connective tissue. It did not appear healthy and would not purchase the sling device, so the sling procedure was abandoned and bone screws were used." The surgeon complete the procedure by performing a total abdominal hysterectomy with removal of ovaries and anterior repair and pv sling with bone screws.

Manufacturer narrative:
Date sent to the FDA: 09/24/2009. Release wire breaks. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.